Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported a revision surgery was performed to remove the medpor implant that was believed to be infected, and replace with a peek implant.

Manufacturer narrative:
The reported event cannot be confirmed, since no evidence of the infection, e. G. Lab results, could be provided. Sales representative reported that medpor implant was removed due to infection in the same surgery that a peek implant was supposed to be implanted. Respective information per ¿infection complaints _ checklist customer¿ (cmfqf 13-003)¿ was requested from the sales rep regarding the infection organism and lab results. However, the sales representative could not provide any of the requested information. Stryker¿s medical expert was consulted regarding this case and confirmed that the implant did not cause or contribute to the infection, which only now occurred ~ 8 years after implantation. Based on the investigation including the assessment of the stryker healthcare professional there is no indication for any design, material or manufacturing related issue. H3 other text: not available.

Event description:
It was reported a revision surgery was performed to remove the medpor implant that was believed to be infected, and replace with a peek implant.